Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-08393 was provided in sections b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61-year-old male was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support the patient experienced a large hematoma at the impella site. The patient was transfused with eight units of packed red blood cells (prbc). The medical team decided to remove impella and consult vascular surgery for right femoral arteriotomy repair, prior to removal the patient declined and began decompensating. The decision was made to withdraw care and the patient expired. There are no allegations of impella cp device causing or contributing to death.